Event description:
It was reported that the patient presented for follow-up with an alert for out of range defibrillation impedance exhibited by the right ventricular lead. No further information was available.

Manufacturer narrative:
Medwatch voluntary MDR report # mw5120576.